Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect calcium results for one patient on the c4000 processing module, serial number (B)(6). The patient was repeated with expected results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 calcium initial result = 0.50 mmol/l repeat result = 2.26 mmol/l. Sid (B)(6) same patient new sample calcium results = 2.26 and 2.28 mmol/l. Reference range = 2.20-2.50 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the cuvette washer overflowing. Service replaced cuvette nozzles 4 and 5 and cleaned nozzle 6 with bleach and water to resolve the issue. Issue resolution was confirmed with passing qc and precision tests. The nozzle, c4, #1, #4, #5 (rohs) (7-205228-02) was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 module and the nozzle c4 #1, #4, #5 (rohs) (7-205228-02) did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 module serial number (B)(6) or the nozzle c4 #1, #4, #5 (rohs) (7-205228-02) was identified.

Event description:
The customer observed falsely depressed architect calcium results for one patient on the c4000 processing module, serial number (B)(6). The patient was repeated with expected results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 calcium initial result = 0.50 mmol/l repeat result = 2.26 mmol/l sid (B)(6) same patient new sample calcium results = 2.26 and 2.28 mmol/l. Reference range = 2.20-2.50 mmol/l no impact to patient management was reported.